Event description:
It was reported that the patient was doing a sleep study and none of the pieces of the sleep device were placed near the patient's stimulation site or right leg where the patient lost her leg. The patient reportedly went in for the sleep lab on wednesday and mentioned to the technician that she had a stimulator and pump and they continued with the sleep lab. The patient reportedly went home the next morning around 9 a.m. And had "so much stimulation going on" that she was uncomfortable and "tried lowering it and increasing it" but it wasn't getting better. The patient reportedly called the manufacturer's representative at 5 or 6 p.m. Who advised to turn the implantable neurostimulator (ins) off. The patient reported that the stimulation had lowered tremendously since off. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Follow up information received reported that the patient received assistance from their doctor/manufacturer¿s representative and their concerns were resolved.